Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient was experiencing pain at the ipg site radiating to the right leg. The pain was severe and causing burning sensation. Patient was also treated with trigger point injections at the ipg site which was also unable to relieve the pain. As such surgical intervention took place wherein the ipg was explanted.